Event description:
It was reported that resistance was experienced during the fill process and that the pump notified the customer to lad a new cartridge after having loaded a cartridge. Reportedly, customer loaded a new cartridge successfully and completed the load sequence. Subsequently, it was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded a new cartridge successfully, received an accurate fill estimate, and resumed insulin delivery. Customer's blood glucose was approximately 140 mg/dl.